Event description:
Same case as 3005188751-2012-00064, 3005188751-2012-00065, and 3005188751-2012-00066. It was reported that during an atrial fibrillation ablation procedure, a pericardial effusion occurred. The physician encountered difficulties performing transseptal puncture due to the unique position and anatomical structure of the heart. Intracardiac echocardiography (ice) was used; however, after three unsuccessful transseptal puncture attempts, the physician successfully performed one transseptal puncture in the fossa ovalis and another one located more posterior. The physician performed geometry and then began ablation with the safire blu duo catheter. After 10 ablation applications lasting 301 seconds with a temp range of 34-46 degrees celsius, the physician noted that the most posterior sheath had no saline return. The physician attempted to withdraw the sheath back into the right atrium when the pt became hypotensive. An echocardiogram was conducted revealing a small pericardial effusion. The procedure was concluded with no add'l medical intervention. A few minutes later the pt's blood pressure stabilized to 118/60. Post procedure, the pt's status is stable.

Manufacturer narrative:
Method codes: one safire blu 7f bd catheter was received for eval. Visual inspection revealed no anomalies. Functional testing revealed the catheter created a curve when deflected and the curve matched the required template. The catheter also passed steering force, continuity, EKG noise, pressure drop and ablation simulation testing. A microscopic inspection of the catheter distal tip revealed no noted issues. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The catheter passed all functional testing. The most probable root cause classification of the effusion is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.